Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during prime of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient connected to the device during prime. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Connecting during prime is a known cause of air in the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.